Manufacturer narrative:
The field complaint of a broken plug adapter was verified. The transmitter was returned for analysis. The visual inspection confirmed the broken plug adapter of the ac power adapter. The visual inspection revealed no physical damage to the outer plastic casing of the main part of the ac power adapter or to the outer plastic housing of the transmitter. The prongs were removed and burn damage was noted on the green contact strips; thus, the unit was not plugged in. After opening the ac power adapter several burnt components were observed on the main circuit board. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing a no power issue.

Event description:
It was reported that the merlin transmitter had a broken prongs. The prongs were removed and burn damage was noted. Transmitter was not used and replaced. No patient consequences were reported.